Event description:
It was reported that the pcu had displayed system error 110.6021. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device presenting a system error code 110.6021.1 (keyboard failure; post severity) was confirmed during a review of the device logs but was not replicated during testing. Preventive maintenance tests showed that the device was within specification. No instances of the keyboard malfunctioning were observed. A review of the pcu error log showed that the device presented 28 instances of system error code 110.6021.1 (keyboard failure; post severity. See image 3) between (B)(6) 2025 and (B)(6) 2025. A review of the device event log showed that the last record of the device was in use prior to dchu testing was on (B)(6) 2025, there we no programmed infusions observed, only two confirm key presses that led to two system malfunctions which were recorded at 7:14 am and 12:11 pm. The alaris pc unit, model 8015 technical service manual defines error code 110.6021 as a keypad failure detected during the power-on self-test (post). An external and internal inspection of the pcu module found no irregularities. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6) wo: (B)(4). Please replace battery. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed system error 110.6021. There was no patient involvement.